Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for an screw cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date was performed on (B)(6) 2016 after a patient suffered a gunshot wound. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a procedure was performed on (B)(6) 2016 after a patient suffered a gunshot wound where one (1) 2.4mm locking compression plate (lcp), four (4) 7.3mm cannulated screws, four (4) washers, two (2) 2.4mm locking screws, and one (1) 2.4mm cortex screw was implanted. Post-operatively, patient returned to surgery due to a nonunion. Revision surgery was performed on (B)(6) 2018, where all previous implants were removed and patient received a total hip replacement. There was no surgical delay and surgery was completed successfully. Patient status was reported as ok. This complaint involves 12 parts (four unk-7.3mm cannulated screws, four washers, one plate, two unk-2.4m locking screws and one unk-2.4mm cortex screw). This report is for (1) unk - screws: cortex . This report is 4 of 8 for (B)(4).